Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was weak was not confirmed. However, during evaluation, it was determined that the upper trigger was sticking, device made an unusual noise when it was transitioned from forward to reverse, bearings were corroded and damaged, and there were corrosion and an unknown residue/substance found internally. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery setup, it was observed that the small battery drive device was weak. During an in-house engineering evaluation, it was observed that the device made an unusual noise, upper trigger was sticking, trigger components were corroded, bearings were damaged and corroded, and there were corrosion and unknown residue/substance found internally. There were no delays in a surgical procedure and a spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly